Event description:
On (B)(6), 2012 the lay user/patient contacted lifescan (lfs) from united states, alleging that their onetouch verio iq meter has test strip port issue where she cannot insert test strips fully into the test strip port. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter has test strip port issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pin 1 bent low.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.